Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "system shut down" (loss of power). A nurse reported that upon startup, the system shut down by itself.

Manufacturer narrative:
A company service rep examined the system and could not duplicate the reported problem. As a preventative measure, the power distribution pcb was replaced. The system was tested and met all product specifications. The pcb was returned for testing and root cause analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).